Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient felt chest pain. At the hospital, it has been found out that the right ventricular (rv) lead was dislodged. The suture sleeve was not tight enough leading to the repositioning of the lead. The lead's suture sleeve was tightened up resulting to normal values. The lead remains in service. No additional adverse patient effects were reported.